Event description:
It was reported that the device reached elective replacement indicators (eri) within two years of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.6270 to 2.619 volts between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.6270 to 2.619 volts between (B)(6) 2012. The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.